Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A patient underwent a craniotomy for a brain tumor on (B)(6), 2011 and duragen suturable 4x5 (durs-4591) was implanted during the procedure. According to the initial report received from the integra lifesciences representative, the patient was suspected to have a high likelihood of (B)(6) but not a 100% confirmed diagnosis was made. Additional information was received from the infection control nurse who "indicated the patient had two false positive cultures for (B)(6)." A third culture was done, but the results are pending. The nurse reported "that it is highly unlikely the patient had (B)(6)." The patient died on (B)(6) 2011. An autopsy will confirm the diagnosis. The autopsy report has been requested but, the results are not expected for several weeks.